Manufacturer narrative:
Result: misaligned brake ring.

Event description:
It was reported by service report that the pt right foot-end wheel assembly was stuck in steer. No pt involvement or adverse consequences were reported.